Event description:
(B)(4) clinical study. Same case as MDR ID#: 2134265-2013-08376, 2134265-2013-08377. It was reported that post a coronary artery stenting treatment procedure, nipping of the side branch was observed. In (B)(6) 2011, the patient presented with stable angina and was referred for cardiac catheterization. The target lesion was a de-novo bifurcated long lesion extending from proximal to mid left anterior descending artery (lad) with 90% stenosis and was 22mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with pre-dilation and placement of a 3.00x28mm taxus element stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient presented with chest pain. Cardiac enzyme was elevated and ECG suggested a non q-wave myocardia infarction. The patient experienced ischemic symptoms and was hospitalized additionally, there was nipping up of the 1st diagonal branch post study stent placement, the degree of stenosis was exacerbated in the diagonal branch post stent placement in the lad. A 75-94% stenosis was noted in the proximal left circumflex artery (prox lcx), which was treated with balloon angioplasty using a 4.00x12mm apex balloon catheter and placement of a 4.00x20mm promus premier stent. Following post-dilation, sluggish flow was observed, which was treated with nitroglycerine. The event was considered resolved without residual effects and the patient was discharged on aspirin and ticagrelor.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).